Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 5.5x150mm supera self-expanding stent was implanted on (B)(6) 2019. On (B)(6) 2020 , the patient was re-admitted with an occlusion and revascularization was performed. The final patient outcome is unknown. No additional information was provided.